Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 2. Reference medwatch with patient identifier (B)(4) for mobile system 1.

Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 4.1 mmol/l (mobile system 1) and 22.6 mmol/l (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. Customer was not sure which system produced which result. The manufacturer requested return of suspect product for evaluation.